Event description:
Customer reported via phone call that they were hospitalized. The blood glucose reading is unknown. Customer also states that they received blank display.

Manufacturer narrative:
All operating currents are within specification. No unexpected battery out limit alarms or blank display noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window and cracked reservoir tube lip.